Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-09 h6: investigation summary bd received 39 samples and 2 photographs from the customer in support of this complaint. A visual evaluation was performed on the samples and 9 out of 39 had a very little citrate in the tubes. Additionally, the 2 photographs were evaluated and no additive was also observed in the citrate tubes confirming the customer's indicated failure mode of low/ mmissing additive. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: they "noticed some of the tubes have little or no citrate in them."

Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer for evaluation. The photos were reviewed and the customer¿s indicated failure mode with the incident lot was observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: they "noticed some of the tubes have little or no citrate in them."